Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown plastic foreign matter inside an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five photos and 101 samples for investigation. The evaluation of the photos could not confirm the foreign matter. The returned samples were reviewed and the 100 tubes in the unopened shelf pack were found to have no defects. The singular tube in the image was reviewed, and the defect was observed. The material appears to be a gouge inside the tube. Additionally, 100 retained samples were visually inspected, and no plastic or metal foreign materials were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the failure mode molding defect based on return samples. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 03-sep-2025 investigation summary bd received five photos and 101 samples for investigation. The evaluation of the photos could not confirm the foreign matter. The returned samples were reviewed and the 100 tubes in the unopened shelf pack were found to have no defects. The singular tube in the image was reviewed, and the defect was observed. The material appears to be a gouge inside the tube. Additionally, 100 retained samples were visually inspected, and no plastic or metal foreign materials were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the failure mode molding defect based on return samples. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown plastic foreign matter inside an unspecified number of devices. No adverse impact was reported regarding the patient or user.